Event description:
The screwdriver broke. Pt outcome: there was no adverse event reported.

Manufacturer narrative:
The device history record showed the device was manufactured according to the specifications.